Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on (B)(4) 2010, and that it had performed to specification up to the (B)(4) 2012. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012, and continued consistently up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. The device switching itself on, is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured, it is probable that damage has been caused to the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the ¿unknown¿ box has been checked in this report.